Event description:
It was reported that the system was removed due to erosion.

Manufacturer narrative:
Evaluation summary - due to the interval between the date of implant and the date of explant, product sterilization could not have been a factor contributing to the problem. The device was found to be above eri. Testing revealed normal device characteristics. No anomalous behavior was observed. Evaluation - quality records reviewed.